Event description:
It was reported that the right ventricular (rv) lead r-waves had decreased from 6.4 millivolts to 3.0 millivolts. Due to a concern with the drop in r-wave amplitude, the rv lead was explanted and replaced during a device upgrade. It was further reported by the patient that the rv lead had a fracture. Then during the lead revision the lead punctured the patient's heart and the patient had to be hospitalized for five days. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the partial lead was returned in segments, analyzed and the distal conductor fractured. It was noted that the distal conductor was distorted, the defibrillation coil was distorted, there was blood/body fluid on the outer tubing overlay, the inner insulation was kinked/buckled, the outer tubing overlay melted and had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism and tissue on helix.